Event description:
Phacoemulsifier "overheated" and caused a corneal/scleral burn in spite of adequate flow of balanced salt solution as reproted by surgeon. Surgeon reported that during proceduedecreased tip power was noted, that the tip was removed and replaced, after that and before re-entering the eye, he noted a shrinkage of the brabeculectomy flap and a corneal burn 2 x 2mm. Was noted. The phaco was not reused and case was converted to planned ecce with alternate trabeculectomy sitedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.